Event description:
The customer stated that she was treated by the paramedics after suffering a low blood glucose reading of 32 mg/dl. The customer stated that she had received a replacement insulin pump and didn't program the basal rates correctly. The customer later programmed them correctly, and had no further problems. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.